Event description:
A cgm error 42 was reported multiple times by the customer without a subsequent pump reset in the last 24 hours. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer was instructed to use the current pump until the replacement arrives and to return the problematic pump using a pre-paid label within 10 days. The customer was also guided on putting the pump into storage mode.